Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient had sudden bursts of stimulation at odd times and that the bursts were not consistent. It was noted that patient fell a couple times, and that the falls were slips and another time their knees gave out on them. Patient had testing done at the clinic and came to the conclusion that patient wanted lead and battery replaced at the same time. New lead and ins was placed and all was working fine and patient was comfortable. No further complications were reported.